Event description:
It was reported by the customer "powerglide 20ga x 8cm catheter separated from hub after indwelling in patient for 3-4 days. Patient has to go to surgery for retrieval."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "powerglide 20ga x 8cm catheter separated from hub after indwelling in patient for 3-4 days. Patient has to go to surgery for retrieval."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter separation from the hub was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 20ga powerglide pro midline catheter. The depicted device was placed within a statlock catheter stabilization device and was adhered to the skin of a patient. The catheter shaft appeared completely detached from the molded joint and was not visible in the photograph. No catheter fragment was visible within the molded joint; however, the photograph was slightly blurry and no details could be discerned pertaining to potential catheter fragment retention within the molded joint. Catheter damage was evident in the submitted photograph; however, inspection of the submitted photograph was insufficient to identify the specific details of the sample damage and the root cause of that damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.